Manufacturer narrative:
The device has not been received by s&n for evaluation.(B)(6)

Manufacturer narrative:
Evaluation of the returned device with devices manufactured over the past 18 months has indicated that there has been no change to the dimensions related to the sizing rack corners or the surface finish on the "burr side" or non-punched side of the stainless steel tray. Although the device conformed to print specification, smith & nephew has initiated changes at the manufacturer to: change the surface finish to the tray interior (burr side). Add a radius to the corners of the sizing rack s&n authorized the manufacturer to move forward with all proposed changes. (B)(4).

Event description:
Metal sizing tube holder sharp and has cut knuckles of spd staff during cleaning and sterilization process. If spd staff reaches to the bottom of the tray across the sizing block for instance the knuckles are scraped. Also the holes have been buffed on the outside but not the inside of the tray. When mats or instruments removed for cleaning process hand can scrape against rough surface of the hole. There was tegaderm clear dressings applied to the cuts.